Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy when the patient was repositioned to his back, blood was noted in the iab tubing and a turbulent sound was heard coming from the insertion site. The certified registered nurse practitioner (crnp) notified the cardiovascular surgeon. It was requested to have cardiologist come pull the iab, which was done. Cardiac output and cardiac index (co/ci) was performed and stat(right away) hemoglobin and hematocrit (h/h) sent to lab. There was no reported injury to the patient. The date of the event is unknown. Facility medwatch (B)(4), received 20sep2018.